Manufacturer narrative:
(B)(4).currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
There was no unexpected prime or fill anomalies excess no delivery alarms, slow motor and ramping of numbers noted. The low reservoir alarm is working properly. All buttons function properly, however moisture damage noted on keypad traces during visual inspection. The insulin pump passed displacement test, rewind test, basic occlusion test, prime, compromised force sensor test, occlusion test and excessive no delivery test. There were minor scratches on lcd window, cracked reservoir tube lip, scratches on reservoir tube window and cracked battery tube threads.

Event description:
Customer reported that when priming, insulin shoots out of the infusion set. It was noted that the reservoir volume showed 80 units and the status screen showed 77.4 units. The drive support cap was noted to be normal. No delivery and a low reservoir alarms were noted in the alarm history. Customer's blood glucose readings at the time of the call were 169 mg/dl. No further information reported.